Event description:
The account alleged that the left head siderail will not latch in the up position.

Manufacturer narrative:
The technician found the latch pin was sticking causing the latch cable to come loose from the latch assembly. The technician reattached the latch cable and lubricated the latch pin to repair the bed.